Event description:
It was reported there were "a few electrodes out of range." Electrodes were greater than 3600 ohms. It was confirmed there were no shorts and all individual combinations were 600-800 ohms. It was also noted the patient had a "flash up her back." It was noted this has occurred approximately three times since implant. It was also noted this had happened when the stimulator was on and off. It was noted the patient said they did not notice this when the stimulation was on. It is unclear if that patient felt the "flash" up their back when the device was on. It was noted the stimulation was in the middle of their back and fans out which is the area close to their leads. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information found reported that the "flashes up their back" were flashes of pain. This occurred three times since their implant in 2009. Additional information received reported the patient is doing fine and the stimulation did help with their pain.

Event description:
Follow up reported no cause had been determined. The representative deleted the program with high impedance. It was noted the patient had said the ¿flash¿ only happened once a year for the last three years and it happened when their device was off. They were unable to reproduce this pain during a visit. It was noted the patient seemed to be doing fine and that the stimulator did help with their pain.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).